Event description:
The event is reported as: alleged complaint is that package was found torn upon pre-inspection. No pt involvement. Tear is very small to the naked eye.

Manufacturer narrative:
Sample returned to MFR, but investigation is incomplete at time of this report. A device history record (DHR) review revealed no issue with this lot#.